Event description:
It was reported that a patient underwent an unknown spinal procedure with cage implantation. The patient returned post-op with "sensitivity problems (something pushing against spinal canal) and an emergency revision was done to remove the cage as the surgeon thought it was too long or that there was blood behind the cage. The surgeon implanted a new cage and discovered that the orginally implanted cage was too long. The patient is said to be doing fine now." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.